Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product(s): collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found a portion of the lens optic and one haptic torn off and missing. A piece of the other haptic was torn off and missing. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted and removed a cq2015a collamer three piece lens, +21.0 diopter. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.